Event description:
It was reported that the rectal tube became unsecured in the diaper. Kub revealed that the rectal tube was in the small intestine. The rectal tube was removed under anesthesia.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit.